Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4).13979- device 1 of 3.

Event description:
Unomedical reference number (B)(4).. Event occurred in the united states it was reported that patient faced three infusion set cannula kinked events on 24-may-2024. 31-may-2024 and 03-jun-2024. The event occurred within 3 hours of insertion. The insertion site was at stomach. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.